Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, the advancer tube for a mynxgrip vascular closure device (6f-7f) didn¿t come out. There was no patient injury reported. The device was clinically used. The device has been discarded. The deployer has been trained on the mynx device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was no pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for less than 30 min. The patient was not hospitalized or had their hospitalization extended as a result of the event. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The sealant was stuck to device components. The device storage temperature did not exceeded 25 °c.

Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube for a 6/7f mynxgrip vascular closure device (6f-7f) didn¿t come out. There was no patient injury reported. The deployer has been trained on the mynx device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was no pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for less than 30 min. The patient was not hospitalized or had their hospitalization extended as a result of the event. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The sealant was stuck to device components. The device storage temperature did not exceeded 25 °c. The device was not returned for analysis. A device history record (DHR) review of lot f1809505 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, the event may have been caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, which results in no emergence of the advancer tube and the device failing to deploy. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.